Manufacturer narrative:
(B)(4). Jaw. The analysis results of the device found that it was received with one jaw broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were dropping clips. During the procedure, the clip applier was blocked and the closed clips fell into the patient. No more information. The surgeon recovered the clips and used a new device to finish the procedure. There were no adverse consequences for the patient.